Event description:
It was reported that the patient had their system replaced with another manufacturer¿s system. The reason for removal was unknown. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. The ins battery had a reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 21. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2013. The device was recharged for five hours and six minutes, and the battery charged from 3.535v to 4.015v. The parameter trend diagnostic section of the trace report showed the last patient usage was on (B)(6) 2013. The battery discharged to the lock mode on (B)(6) 2014. The total therapy loss count was two. Testing of the recharge function of this ins found it to be functioning normally. The ins was charged at room temperature with approximately 1cm of space between the ins and the charger antenna. A normal recharge was started manually after a physician mode recharge (pmr). The recharger had full coupling and the ins recharged for five hours and 18 minutes to an end voltage of 4.000v. Analysis of the leads with serial numbers (B)(4) and (B)(4) found that there was no significant anomaly. The lead body was cut through and the product segmented.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.